Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to fill multiple cartridges. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge due to resistance. The customer was able to successfully fill a third cartridge after starting the load process from the beginning. There was no reported impact to the customer's blood glucose level.